Manufacturer narrative:
Date of event - estimated based on event occurrence two months prior to aware date of (B)(6) 2021.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately two months ago, the patient had a stroke. The patient was medically treated. No additional information is known at this time.